Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic) blood glucose test results. The customer is concerned with test results from results obtained of 145, 127, 142 and 148 mg/dl. The customer¿s expected am fasting blood glucose test result range is 79-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 12/25/2026 and open vial date is 2-3 weeks. The meter memory was reviewed for previous test result history: result 1: 127 mg/dl, date: (B)(6), time: 9:54pm fasting bedtime, result 2: 145 mg/dl, date: (B)(6), time: 9:53pm fasting bedtime , result 3: 100 mg/dl , date: (B)(6), time: 7:35pm fasting bedtime , result 4: 122 mg/dl , date: (B)(6), time: 10:34pm fasting bedtime , result 5: 110 mg/dl , date: (B)(6) time: 8:26am fasting, result 6: 142 mg/dl , date: (B)(6), time: 9:35am fasting , result 7: 148 mg/dl , date: (B)(6), time: 6:50pm fasting bedtime.